Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phonecall that their insulin pump had hardware low level failures, they were able to clear the alarm but unable to rewind the insulin pump. The customer's blood glucose was 60mg/dl. The customer performed self test the insulin pump passes the self test. The product will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump communicated properly with test guardian link transmitter. Device received with the sg and bg in acceptable range. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures error confirmed in the pump history due to broken pin at keypad assembly.